Event description:
The customer reported that the monitor froze up while in use. No pt harm was reported. This is being considered reportable because during a screen freeze, real time monitoring has stopped. Alarms may not be sounded if they occur. The clinician might be treating on old info. The pt's true condition may not be reported. If the pt condition were deteriorating, there is potential for serious injury.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.